Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by our edwards lifesciences affiliate in canada, during the transfemoral transcatheter aortic valve replacement (tavr) procedure with a 26 mm sapien 3 ultra resilia valve, during valve deployment, the commander delivery system balloon burst at the end of inflation. The valve was still able to be fully deployed. Subsequently, during withdrawal of the delivery system, the delivery system was unable to be withdrawn back into the esheath. As a result, a vascular cutdown was performed to remove the system. The patient was noted to be stable post tavr procedure. It was believed that sinotubular junction (stj) calcium caused the event.

Manufacturer narrative:
A supplemental report is being submitted for correction and includes additional information based on investigation. The following sections of this report have been corrected/updated: the events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into these types of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure modes is not required at this time. The device was not returned to edwards lifesciences for evaluation as it was discarded. As a result, no visual inspection, functional testing, or dimensional analysis could be performed. In addition, there was no imagery provided for evaluation. Per the technical summary, the instructions for use (IFU), current risk mitigations including design and manufacturing controls, and training manuals have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, balloon burst events during valve deployment have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to calcification in the landing zone or over-inflation of the balloon. In this case, the balloon burst was unable to be confirmed. The available information suggests patient factors (calcification) likely contributed to the event as it was reported there was presence of "moderate" calcification in the patient's native leaflets and annulus. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via the following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. In regard to the inability to withdraw the delivery system through the esheath that resulted in a vascular cutdown being performed to remove the delivery system, this event was also unable to be confirmed. The available information suggests procedural factors (withdrawal of a delivery system balloon burst) likely contributed to the event as it was reported that "the commander delivery system balloon burst at the end of inflation". As the balloon was burst, the altered balloon profile could have made it more susceptible to catch on the distal end of the esheath tip, which would have then led to the experienced retrieval difficulty. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.